Event description:
The customer reported that the device was sticking to tissue and would no longer open. The knife would not retract. Another device was used to retract tissue around the jaws and remove the instrument. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.